Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that the patient was sent to the operating room for operation at 08:00, when the incision was closed, the suture broke. Another like device was used to complete the surgery. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/27/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 h6 component code: g07002 no device return a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/26/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: the quantity of product involved should be (B)(4) and the quantity to be returned should be (B)(4). H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that an opened sample of product code vcp422h was received for evaluation. The visual inspection concluded that in the detached needle, the swage and attachment area was noted to be as expected and no suture remnant could be observed at the barrel hole, the end of the sutures was examined and there isn¿t enough impression at the swage end, resulting in a needle pull off defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This defect is caused when does not tighten the press correctly and the swage area is weak on the needle/suture this product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.